Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) during a visit, checked the unit and found vacuum reservoir inlet muffler defective. Replaced muffler 1/8 npt (d103-00-0631) with a new one. Now checked the unit and found all functions working fine. The device is suitable for clinical use. The following investigation was performed by the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0103-00-0631 with a reported unit failure of an autofill failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that during the precheck before use in a case, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported.